Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1400249 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the user was not manipulating the grip but a clip from the applier. A clip fell into the patient and it was removed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1400249 was confirmed with sample received. During visual inspection the spring jaws component was damaged; bent upturned, no stuck clips in the tip the jaws. Failure mode clip fell from applier was not confirmed with sample received during visual inspection. Functional inspection: applier was fired 5 times & during the activation no clips were loaded in the jaws. Then, applier was opened to verify the sample condition and the sample was received without remaining clips. In addition , the orange indicator was not found in the sample; this condition indicated that all clips were fired. Sample received did not confirm the defect reported by the customer clip fell from applier. A corrective action cannot be established due to the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the user was not manipulating the grip but a clip from the applier. A clip fell into the patient and it was removed. The patient's condition was reported as fine.